Event description:
It was reported that the usb port was damaged and the pump could no longer be charged. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.